Manufacturer narrative:
The pump was received with intermittent button response and button error alarms due to corroded keypad traces. The device was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error alarm on their insulin pump. Customer states receiving alarm after noticing low battery. Customer states the buttons are unresponsive. The customer's blood glucose level was 65mg/dl. Customer was advised to discontinue use of pump, and that the pump would need to be replaced.